Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient may have gone through withdrawals on (B)(6)of 2018. The patient was hospitalized during that time. Symptoms included not feeling well, feeling jittery, sick to his stomach and diarrhea. It was noted the patient went to the doctor after and the pump was empty, though the patient reported 3-4 ml was expected to be left in the pump. The doctor filled the pump. It was reported it was okay for the next six months or so and then the patient started to feel ill again. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable for non-malignant pain. The patient was receiving 20% morphine and the dose was almost 5mg, but it was under that. The patient reported their pump ran dry back in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient stated that he did not hear an alarm. The patient stated he knew what the alarm should sound like and stated he heard nothing. The patient stated that since he did not hear the alarm, he "went into withdrawal." The patient stated he went into withdrawal and had a "kidney stone problem" at the same time. The patient reported this helped because the symptoms were "kind of the same" so the patient thought when he went into withdrawal the symptoms were due to the kidney stones. The patient stated he was in the (B)(6) and "started sneezing" so he knew he was withdrawal from the morphine. The patient stated that following being discharged from the (B)(6) he went to his healthcare provider (hcp) and stated his hcp tried to pull out medication from the pump and indicated there was supposed to be 4 milliliters. However, the hcp told the patient his pump was empty. The patient's back was hurting at this time due to no medication in the pump. No further complications were reported or anticipated.